Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent postprandial hyperglycemia with prolonged time above range after meals while using the ilet, with logs indicating meal announcements were not aligned to carbohydrate intake and the patient reporting limited carbohydrate awareness; the highest glucose noted was 327 mg/dl and the duration above range was reported as 12 hours, with use of backup therapy. Symptoms included hyperglycemia without reported acute complications. Outcomes included need for user education and operational guidance, and a request for follow-up training with consideration of an ilet reset. Investigation included review of device data, product history, and user-reported logs. Investigation of this case revealed user technique and meal announcement errors leading to incorrect meal size entries and resultant high glucose excursions, with no device malfunction identified. It was concluded, based on established findings for similar reports, that the cause was user error related to meal announcement and carbohydrate estimation.